Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received a report from a customer reported a burning smell when the system was not in clinical use. The field service engineer (fse) evaluated the system and determined that one or more battery seals in the system uninterruptible power supply (ups) battery pack had warped causing battery acid to leak onto the floor. There was no report of harm associated with the event.